Manufacturer narrative:
Age at time of event: unknown. The date of event is unknown so the patient¿s date of birth was used to determine a placeholder date for this field based off of the date when bd was notified. Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 20065860, medical device expiration date: 2023-06-11, device manufacture date: 2020-06-08. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that smallbore 6 inch ext vlv was clogged. The following information was provided by the initial reporter: material no.: 20039e, lot no.: unknown (possible lot: 20065860). It was reported that they tried to run a flush through the sets and nothing comes out. Verbatim: in 2 of my small areas they have had between 6-10 of the smartsite extension sets not work in the last week or two. They tried to run a flush syringe thru the set and nothing comes out. Unfortunately they only saved 2 packages of the items that didn¿t work. Both are lot #(10) 20065860 or (01) 07613203011952. They say it has been other lots as well. I know it¿s not much info but hopefully it¿s a start to pass onto the manufacturer.